Event description:
It was reported the pt's scs stimulation therapy has become intermittent. The pt stated she has noted her stimulation gets strong and then stops. An sjm representative met with the pt and attempted reprogramming the pt's scs system but was not able to resolve the issue. The pt stated during the reprogramming session that she would experience stimulation in her legs when the scs system was completely turned off. The pt also stated she has experienced multiple falls since she was implanted. X-ray taken did not show any anomalies and the lead appears to be in the correct position. The representative plans to consult with the pt's neurosurgeon regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.